Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scissors would not open. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a functional test revealed that the scissors do not open and close. The scissors thumb handle moved freely, but the shaft did not detach. Some adhesive was visible on the shaft. The scissors tip was bloody and were able to be opened and closed manually. Internal file number - (B)(4).